Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. A visual and a tactile inspection were performed. The device had dried blood on it. The balloon was unfolded. It was not possible to advance the 0.035¿ guidewire due to the presence of the dried blood inside the lumen. Negative pressure was applied; the purging test failed. An attempt to inflate the balloon was conducted but a leak was detected on the balloon: a small cut was found on the distal cone of the balloon. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the in.pact admiral to treat a lesion in the mid popliteal artery with no tortuosity, calcification and 60% stenosis as per IFU. A non-medtronic inflation device along with a 6f size sheath <(>&<)> a non-medtronic guidewire were used. Negative prep was performed with no abnormalities noted. The lesion was prepped with atherectomy. No resistance or excessive force was used, the device did not pass through a previously deployed stent. It was reported during the procedure the physician encountered inflation difficulties at 8atm. The balloon would not expand to it proper size. No leakage of contrast was noted on the device. Another device was used to complete the procedure. No patient injury reported.